Event description:
It was reported that the patient received an inappropriate shock caused by t-wave oversensing. The pace/sense portion of the model 6947 lead was capped and replaced with a new model 5076 lead. The high voltage portion of the 6947 lead remains in use. No patient complications were reported as a result of this event.